Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient's pump was taken out due to an infection. The patient did not want a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.